Event description:
A nurse reported that a knife was noted to be beveled up instead of beveled down after making an incision during surgery. The incision was successfully made with the subject knife with no impact to the patient.

Manufacturer narrative:
A sample has been received and is awaiting evaluation. The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot (1) was released based on acceptance criteria. A root cause has not yet been identified. (B)(4).